Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
Further information was obtained, which indicated the lv lead was capped and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the left ventricular (lv) lead exhibited a progressive rise in threshold measurements, along with elevated thresholds. It was further noted the thresholds were erratic and fluctuating. The lead was reprogrammed and remains in use. The patient is a participant in the product surveillance registry (psr) clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.